Event description:
It was reported by the sales rep that during a colon resection procedure, there were no staples on the proximal side (colon side), although there were staples on the rectum side. Surgeon had to hand sew the anastomosis. The case was completed without pt consequence.